Event description:
It was reported the pt experienced drowsiness and loss of consciousness after a refill. The physician was planning to stop the pump. Additional information indicated the symptoms occurred following the refill; the pt was "knocked out in the parking lot." The pt was taken to the ER in a comatose state, incoherent, and could not wake up. The pt was kept overnight. The pump was lowered to the lowest setting. The pt then experienced increased pain and was "going through withdrawal." The drug used in the pump was unk. Additional information has been requested but was not available on the date of this report.